Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution and slda were due to procedural conditions and patient morphology/pathology (pacemaker and anatomy). The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed mitral regurgitation (tr) grade 4+. Imaging was poor making transgastric view almost unavailable. A pacemaker lead was also present pushing against the septal leaflet. First triclip used was implanted successfully. A second clip (lot: 40813r3063) was then placed directly beside the first clip and close to the pacemaker lead. Grasp was successful. Leaflet assessment was tried to be performed but it was very difficult due to poor imaging via the shadowing of the pacemaker lead and anatomy. Despite this, the physician decided to deploy the clip. For 30 seconds the clip was attached but then detached from the septal leaflet (single leaflet device attachment (slda)). There was no space for a stabilizing clip, so a a third clip was then implanted successfully to further reduce tr. The procedure ended with tr reduced to grade 4.